Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was electromagnetic interference (emi)/external source of oversensing on the high rate non sustained even t. The device remains in use. No patient complications have been reported as a result of this event.